Event description:
During svc testing, the baxter repair tech reported an infusion pump with a condition of failed accuracy test on all three channels with an under infused. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event. Although baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. No additional info is known.